Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that all horizon yellow open applicators has alignment challenge. There was no reported patient injury.

Manufacturer narrative:
Qn# (B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 137081. (1) sample of 137081 was received for evaluation. The device is marked with 2-2017 as the last date of service. This device requires maintenance at a minimum of every 6 months -this device is overdue. Device functions as expected and requires routine adjustment for optimal function. The device in question is overdue for service- yet still functions correctly. No corrective action or investigation is required. Device was transferred to msi for routine service and adjustment. The refurbished instrument will be returned to the customer by msi. The device was functionally tested and confirmed to pick up and close clips according to specification. The device functions as intended. Device functions as expected and requires routine adjustment for optimal function. The device in question is overdue for service- yet still functions correctly. No corrective action is warranted.

Event description:
It was reported that all horizon yellow open applicators has alignment challenge. There was no reported patient injury.